Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a broken shell, red particles and underweight. A visual and microscopic analysis was performed which identified a wear abrasion, creases fold and broken smooth on anterior. Based on the device analysis the final assessment is a smooth broken on the anterior due to smooth opening.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.